Event description:
The doctor noticed during the procedure that the metal sleeve of the gds was misaligned. The metal sleeve dislodged when the doctor attempted to implant. The doctor suspects that the metal sleeve was only loosely attached to the gds.

Manufacturer narrative:
The graft was examined for any type of damage, defects or indications that the gds components were not assembled properly. All components appeared to have been assembled properly. The swivel core (screw) was screwed into the anchor properly and there was no excess play in the gds swivel. The graft was firmly attached to the anchor and there was evidence that the graft was compressed under the metal sleeve. The gds components were then dimensionally measured to verify the correct size gds components were used for the corresponding graft size. All the correct components were used on this gds assembly. A lot history review was conducted and determined the lot met specifications with no deviations noted. The graft was removed from the anchor in order to inspect the anchor and the core rod screwed into the anchor. When the graft was removed, the barbed prongs on the anchor were all found to be on one side of the core rod instead of symmetrically around the outside diameter (od) of the core rod. We attempted to recreate the failure mode of the metal sleeve dislodging from the gds. The average force required to remove the entire graft assembly from the gds was found to be 21 pounds. Tooling marks on the gds components indicate that some sort of tool was used to grab the gds. The damage on the gds components occurred after the assembly left atrium, for our assembly process does not contact these surfaces with any metal tooling.